Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician had trouble placing the left ventricular (lv) lead put in acuity straight and went to slit and had pulled back. Boston scientific technical services (ts) noted that the physician had recannulated and blood pressure dropped. In addition, threshold was rising. Furthermore, patient had perforation and had a drain in. The lv lead remains in service. No additional adverse patient effects were reported.